Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed on (B)(6) 2026 to treat degenerative mitral regurgitation (mr) with a grade of 4. A first clip, a mitraclip xtw (51215a1114) was inserted, and grasping was performed. However, a major jet was noted to be more medial to the clip. Therefore, the clip was repositioned, and after checking orientation, it was observed that the clip arms were entwined in the chords, and the anterior leaflet was caught up and over the anterior gripper. Troubleshooting was performed, and the clip was able to be freed from the leaflet and chordae without causing damage. The clip was then inverted and brought above the valve. The clip was then repositioned and deployed on the mitral valve. Attached to both leaflets. A second clip, a mitraclip xtw (51107a1034) was inserted, the clip was positioned lateral to the first clip, and grasping was performed. However, during the first grasp, it was observed that the orientation was off by one hour. The clip was repositioned, and grasping was reattempted. However, the clip became caught in the chordae, and difficulties grasping and difficulties capturing both leaflets occurred. Troubleshooting was performed to remove the clip from the chordae, and the clip was able to be removed. The clip was then removed from the patient and the procedure was discontinued. The patient was transferred to open heart procedure to retrieve the mitraclip devices and implant a mitral valve replacement. The patient was reported to be stable.